Event description:
On 06/03/95 an aus device was implanted. On 09/03/96 a cuff was removed. On 11/26/96 the cuff was reimplanted. On 07/15/97 a tandem cuff was implanted due to "recurring incontinence."